Event description:
After drawing a blood sample, the cap was placed on the syringe . Air was being expressed from the syringe when suddenly the base of the syringe cracked off, spraying the worker in face with infected blood.